Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence. Manual insulin injections were administered to address elevated bg level. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was above 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.